Event description:
Customer reports the following: biomed reported pump saying set not recognized. Waiting for response from biomed on the following questions. Happened during active infusion? Patient harm? Cleaned pins/sensor and tried multiple cassettes? Hard reboot? Waiting for biomed to power on pump to get logs. (B)(6) - biomed provided serial number, did not answer any other questions. (B)(6) emailed biomed on patient harm question and whether or not happened during active infusion. (B)(6) 2023 -emailed biomed asking again if patient harm. Preliminary review indicates that this was likely due to a faulty spring cage. This did not stop an active infusion. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse event reported. More information is needed to complete the investigation.

Event description:
Minor alarm for not recognizing cassette. An internal investigation of the device revealed that there was no damaged parts. Cassette not detected was noted with initially putting one in, but didn't appear afterwards. This not due to fluid ingress, it is due to the internal components. Pump was able to pass final acceptance test. The set ID will be replaced during repair.